Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited, under-sensed noise on the right ventricular channel. The physician reported that the noise would appear with some arm movements, but it was hard to reproduce with provocative maneuvers including getting up and down from chair. Rv threshold trends are stable, but they have seen a couple of high thresholds recorded. The rv lead remains implanted. The physician will monitor the patient closely and recheck in one year. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observations is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.